Event description:
Rental agency requested field service inspection of inop vent. No pt information available from rental agency.

Manufacturer narrative:
No part return for failure analysis; investigation terminated.